Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material on the distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and a reportable malfunction was found. Based on the results of the investigation, the most probable cause of the distal end cover foreign objects could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.